Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received empty and locked out. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an inguinal hernia procedure, the clips would not hold after placing on the vein. One or two clip(s) upon three would not close and hold properly. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Device was discarded.